Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct-tested nasal sample. Additionally, the patient was tested at a testing site (unknown platform) and took a home test (unknown brand) and both results were negative. The customer stated the patient was asymptomatic, not known to be covid-19 positive at the time of testing, and is not currently on treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1100775 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot 1100775, test base part number 192-430 / lot 1100775. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1100775 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Manufacturer narrative:
B5: updated to reflect the newest information from the customer regarding confirmation/additional testing. The investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct-tested nasal sample. Additionally, the patient was tested at a testing site (unknown platform) and took a home test (unknown brand) and both results were negative. The customer stated the patient was asymptomatic, not known to be covid-19 positive at the time of testing, and is not currently on treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct-tested nasal sample. Customer stated the patient was negative via a government reporting website. No additional information regarding the negative test platform or government website was provided. The customer stated the patient was asymptomatic, not known to be covid-19 positive at the time of testing, and is not currently on treatment. No additional patient information, including treatment and outcome, was provided.